Event description:
The representative reported, a problem with delivery of dbs therapy (exact event date unk); there had been a loss of therapeutic benefit, whether stimulation was turned off or on. It was unk if the patient had suffered a fall or other trauma; results of x-ray exam had revealed the left-sided lead had fractured wires with impedance readings greater than 2000 ohms on all or some unipolar pairs. The connection point between the left-sided lead and extension appeared to have slipped (dislodged), downward from the neck area. The right-sided lead had an apparent short-circuit between electrode numbers zero and three; impedance readings showed less than 250 ohms. Options of reprogramming stimulation therapy and surgical revision would be considered. Additional information has been requested from the physician. Refer to MFR report #6000153200800169.

Manufacturer narrative:
.